Event description:
A customer contacted beckman coulter inc., (bec) regarding a liquid waste leak and a "vacuum under limits" error in an access 2 immunoassay system. There was no reported exposure to the hazardous fluids.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found a non-functioning vacuum valve that was causing the wash tower to overflow. The fse replaced the valve and verified system performance to published specifications. Hardware is the root cause for this event.